Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 310 mg/dl. The device was not exposed to high magnetic field. Customer was advised to fill the cannula and device alarmed motor error. Customer changed tubing and reservoir. The insulin was cloudy. Alarm persisted. The tubing could be filled manually. Motor error alarm occurred twice in the last month. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with minor scratched display window. The device was received with cracked battery tube threads. The device was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.